Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 control panel went blank during priming. Another pump was brought in to be used for the procedure. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) received a report that the s5 control panel went blank during priming. Another pump was brought in to be used for the procedure. There was no patient involvement. The involved pump was returned to sorin group deutschland for evaluation. Testing of the returned pump found that the issue was caused by a damaged cable. The cable was replaced and subsequent testing confirmed that the issue was resolved. A review of the device history record did not find any deviations or non-conformities related to the reported issue. The cause for the damaged cable is unknown. No trend has been identified. Sorin group deutschland will continue to monitor the market for trends related to this issue.